Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid via an implantable infusion pump. It was reported that since (B)(6) 2021 the pump had been bothering the patient's hip and they would be getting it replaced.